Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced nausea and vomiting on ¿(B)(6) 2015¿; presumed (B)(6) 2015 as reported (event occurred in (B)(6) 2015). The patient experienced withdrawal. A pump alarm was heard. As per the patient, the pump started alarming approximately a week ago. The patient presented to the hospital today ((B)(6) 2015). The pump was interrogated on (B)(6) 2015 and telemetry confirmed a critical alarm was occurring; alarm was due to the zero ml reservoir volume being reached. The pump was refilled with infumorph on (B)(6) 2015 at 16:00 as they did not have the old drug available. The physician did not want to program a bridge bolus as they were getting the new drug tomorrow. Programming a bridge bolus tomorrow to deal with the infumorph or performing a system content removal was being considered. At 18:15, after the refill on (B)(6) 2015, the physician decreased the dose from 30 mg/day to 15 mg day simple continuous. The physician was aware that regarding the 30 mg/day dose, the patient would still get the old drug until approximately 16:00 tomorrow ((B)(6) 2015). Since the dose was lowered to 15 mg/day, the patient would get the old drug for even longer. The healthcare provider (hcp) was hoping to get the drug in tomorrow so as to perform a refill tomorrow and remove the infumorph. The hcp was going to give the patient a pca tonight and monitor the patient overnight. On (B)(6) 2015 it was reported that the desired prescription arrived today from the pharmacy. The representative did not know what new prescription would be so running full calculation was not possible. It was being considered that the patient would still receive the ¿old¿ drug for approximately 20.8 hours until infumorph reached the catheter tip. Performing a system contents removal procedure or refilling the pump and allowing drug to run out were being considered. On (B)(6) 2015 the healthcare provider reported the rate parameters were changed with hospitalization and the changes were not relayed to the pain clinic office to change anticipated date of reservoir emptying. The infumorph was successfully removed from the pump and the pump was refilled with the desired medication. No other interventions were performed. The patient recovered without permanent impairment. On (B)(6)2015 it was further reported that the healthcare provider made dosing increases in the hospital; however, these were not reported to the clinic to adjust the refill date. A system contents emptying procedure was performed. The patient was receiving effective therapy. The pump was used to deliver bupivacaine, infumorph, baclofen, and morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4) implanted: (B)(4) 2015, product type: catheter. (B)(4).